Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Session record was reviewed, no sudden drop in voltage or high current was noted. Longevity assessment was performed, and the device meets the projected longevity with normal battery depletion.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient was discharged.